Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vibrations. Upon analyzing the egms, two episodes non-sustained rv oversensing were observed. The device sensed the lead noise and inhibited pacing. Further testing was recommended.